Manufacturer narrative:
(B)(4)

Event description:
It was reported " the user felt hard when grasping the handle of the applier during use. Also, the jaws were misaligned. Therefore,it was replaced with another one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred". The patient's current condition is reported as "fine".

Event description:
It was reported " the user felt hard when grasping the handle of the applier during use. Also, the jaws were misaligned. Therefore,it was replaced with another one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer. The manufacturer reported: "the DHR for the returned instruments was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a (B)(4) pc. Lot in july of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing processes. Evaluation of the returned instrument shows that as received this instrument is missing its luer flush port cap. Functional testing shows that the handle to jaw and knob rotation mechanisms are extremely dry and sluggish feeling and in need of proper lubrication. The jaws are aligned to each other both in the open and closed positions and not misaligned as stated in the complaint. We are partially able to validate the complaint for the returned instrument. After the initial evaluation a few drops of non-silicone based instrument lube was applied to both mechanisms and normal free feeling movement was restored to both mechani sms. Functional testing was performed and now this instrument is able to pick-up, retain and close and release multiple clips both with and without the use of silastic test tubing as was performed at time of production. We are unable to determine what caused these instruments mechanisms to become so dry and sluggish feeling, but it is suspected that lack of proper lubrication of this device prior to sterilization as instructed in IFU l02425 r02 which was supplied with this instrument at time of production at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and properly lubricated and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature.